Event description:
A hosp director reported that during an endoscopic retrograde cholangio-pancreatography procedure (e.r.c.p.), the basket of a mechanical lithotriptor separated from the wire and could not be retrieved from the pt. This occurred as a physician was attempting to crush a stone in the common bile duct. The director stated that the stone was larger than expected and although the wire basket opened and captured the stone as intended, the physician was unable to close the basket. The pt was taken for surgery for removal of the basket and several large common bile duct stones.